Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found the primary failure of could not reproduce- could not verify external event to be related to the customer reported complaint. The reported event with the instrument could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, and manual articulation of inputs tests/ inspections were performed, and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. Additional observation(s) not reported by site: the instrument was found to have a broken grip at the middle to the tip part of grip. A piece approximately 4.69mm x 21.78mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm tip-up fenestrated grasper instrument had a broken wire. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown.